Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 220 mg/dl at the time of the event. It was reported that an infusion site problem may have caused the event. The customer was using sof-set infusion sets, model number mmt-318. The customer last changed her infusion set on the afternoon of the event. The customer changes her infusion set every 2-3 days. The customer declined to perform troubleshooting on the insulin pump. Nothing further was reported.